Event description:
Mother reported the new pump is giving a low motor warning and makes a rattling noise. She will send back the new pump and once it is returned, we will set up a new pump delivery. Exchange for expiring pump. Did the reported product fault occur while in use with the pt? Unk. Did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; new pump shipping out 11/9/2021. Did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes, per event no missed dose. Reported to (B)(6) by pt/caregiver.